Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device not running could not be confirmed, but the reported condition of leaking oil (unknown substance) was confirmed. A visual and functional assessment was performed on the device which found that the device had fluid coming out of handpiece. During repair it was observed that the flex circuit had fluid on it. It was determined that this issue was consistent with improper cleaning (immersion during cleaning) of the device, which is failure to follow the directions for use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event. It was reported that the motor device and attachment device were not running when used together. The reporter stated that "not sure if there is something wrong with the attachment, but they were not working together and leaking oil." The event was not reported to have occurred during surgery. It was reported that there was no delay to a scheduled procedure due to the event as identical spare devices were available for use. There was no patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.